Manufacturer narrative:
Sample gloves have been received and are being evaluated. The results of the evaluation are not yet available.

Event description:
Customer reported complaint of powder inside gloves with employee allergic reaction. Employee health nurse reported that a lab phlebotomist reported severe allergic reaction about two weeks ago. This was a pregnant woman, nearing term, who has worn both the sterling nitrile and purple nitrile gloves. It is not known which glove was being worn at the time of the reaction. The gloves were removed and hands washed. Despite this, she developed a red rash over hands, trunk and back. She left work and was seen by her obstetrician. He was unable to say whether this was an autoimmunity concern, often seen during pregnancy, or whether this was truly from the gloves. He did prescribe a tapering dose of steroids as treatment. Approximately 7-10 days later, she donned gloves and experienced a milder reaction with the gloves. She has since stopped wearing kimberly-clark gloves and changed to another brand. The rash has resolved. Kimberly-clark has no first hand knowledge of the allegations but is relaying the information received from outside sources pursuant to federal regulations.